Event description:
The pt was getting high blood glucose results on the suspect device and said they took too much medicine and was put in the hosp. They said the device read 244 mg/dl and a few hours later 292 mg/dl. They then took an extra "glipizide" pill. When they arrived at the hosp their glucose was 25 mg/dl. They were given an unk substance to raise their glucose. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.